Event description:
It was reported that the patient presented remotely via (B)(6).net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited myopotential over-sensing. No intervention was performed. The patient will further be monitored. There were no patient consequences.